Event description:
I had mentor implants augmented in my breasts. I was perfectly fine for the initial 2 years, and progressively got sicker and sicker. Eventually and after dozens of tests, I began to believe I was slowly dying. And ever since I am unable to get out of bed, where I have stayed since. Help us. FDA safety report ID # (B)(4).